Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash under the front therapy electrode (te) pad. The rash was described as red and itchy. There is no alleged device malfunction. The patient's physician prescribed an ointment for the rash. Follow-up indicated that the rash was the same. Medical outcome of the rash is unknown.